Manufacturer narrative:
The patient¿s date of birth and/or age were not provided. (B)(4). Approximate age of device ¿ 4 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, it was reported that the patient presented to clinic for follow up of recent hemolysis. It was reported that on (B)(6) 2017, the patient presented to the clinic with lactate dehydrogenase (ldh) of 863 u/l and subtherapeutic inr. On 0(B)(6) 2017 the patient¿s ldh was 707 u/l. On (B)(6) 2017 the patient complained of lightheaded/dizziness, but refused to be seen by the primary care provider or go to the emergency department. On (B)(6) 2017 ldh trended down to 478 u/l. The patient¿s most recent result was 486 u/l, with plasma free hemoglobin was less than 0 mg/dl. The patient was stable at an office visit on (B)(6) 2017. No other direct interventions were done for increased ldh. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient with no further issues reported. A correlation between the device and the reported patient¿s elevated lactate dehydrogenase could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.